Event description:
The droplet pen needles (B)(4) are not sharp and cause pain when injecting regardless of gauge. They are ¿flimsy¿. They bend easily and a lot of them get wasted because they are broken before even for injection.